Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the clip delivery system was returned and the unable to remove gripper line could not be confirmed during returned device analysis as the gripper line was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported unable to remove gripper line and gripper line break were likely due to a contribution of forces and tension on the device from continued use of the device after unsuccessfully establishing gripper line removability (eglr) by the user. It should be noted that the mitraclip system instructions for use (IFU) states that: if excessive resistance is noted at both ends of the gripper line (resulting in failure to establish gripper line removability), stop and remove the clip delivery system. The reported patient effect of foreign body in patient appears to be related to procedural conditions, due to inability to remove the gripper line. The patient effect of failure to retrieve mitraclip system components, as listed in the mitraclip system IFU, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
This is filed to report the failure to remove the gripper line and gripper line break. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. After placement of the clip on the leaflets when attempting to remove the gripper line, tension was felt; however, the decision was made to continue with clip deployment. The m knob was turned and the tension began to slacken. After about 3 minutes, the gripper line broke. The gripper line was visualized in the right femoral vein; therefore, the gripper line was cut at the femoral vein and the remainder of the gripper line remains in the patient. The final mr was grade 1-2. No additional treatment was performed. No additional information was provided.